Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that a telemetry transmitter had been spontaneously discharged from the central nurse's station (cns), and he wanted to know how this happened. Nihon kohden technical support (nk ts) advised that the cns logs can reveal where the discharge was triggered and assisted him in pulling the log files. No patient harm or injury was reported. Investigation summary: unintentional discharge could delay the recognition and management of sudden deteriorations in vital signs or cardiac rhythm. As the operation of a discharge was confirmed to be caused by user input, the event was easily detectible to the user. Investigation reveals that the cause of the issue was not related to a device malfunction, but rather, workflow issues not related to the use of the device. Irc findings report that the discharging of the patient from the cns can be observed through the event logs, but the discharge operation was not performed at the cns. It is most likely that the customer performed the discharge at one of their remote nursing stations. As such, it is likely that the root cause is related to use error. A similar event was reported in ticket (B)(4), which had similar findings as the discharge did not occur at the cns but from an external system. No further issues were reported. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that a telemetry transmitter had been spontaneously discharged from the central nurse's station (cns), and he wanted to know how this happened. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that a telemetry transmitter had been spontaneously discharged from the central nurse's station (cns), and he wanted to know how this happened. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that a telemetry transmitter had been spontaneously discharged from the central nurse's station (cns), and he wanted to know how this happened. Nk ts advised that the cns logs can reveal where the discharge was triggered and assisted him in pulling the log files. They will also be downloading the logs from the rns. Cns logs are currently awaiting investigation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Patient age or date of birth, sex, weight, ethniciry,race, relevant tests/laboratory data and other relevant history. Attempt #1 09/21/2022 emailed customer via microsoft outlook for all items in the no information section above. No reply was received. Attempt #2 09/28/2022 emailed customer via microsoft outlook for all items in the no information section above. No reply was received. Additional device information: concomitant medical device: the following devices were used in conjunction with the cns: telemetry transmitter: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Rns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.